Manufacturer narrative:
(B)(4). The customer reported that no alarms occurred for a do not resuscitate (dnr) patient. Per communications with a philips field service engineer (fse), who went onsite to collect the logs and was present during the time the biomedical engineer tested the equipment. The equipment testing found everything operating to specifications, though from conversations with the head nurse, it was noted that they had some confusion on alarm behaviors which were explained to them by the fse. Per a review of the log files by quality specialist and sw developer, it was determined that alarms did occur for the patient and that the asystole alarm was generated at 22:26 on (B)(6) 2014 and eventually silenced at 22:35. The device was evaluated on site by a qualified service provider and was not returned to the manufacturer for evaluation. No device malfunction occurred.

Event description:
The customer reported that no alarms occurred for a do not resuscitated (dnr) patient. The patient expired.